Event description:
It was reported that the patient had been having bladder infections for the past ten years prior to this report. The patient had no symptoms. It was noted that the patient had two surgeries since the device was put in, bladder surgery in 2011 and another surgery to repair cystocele and rectocele in 2012. It was noted that the surgeries had helped tremendously and the reason for the surgeries was due to the bladder infections. It was noted that the patient had not been emptying her bladder and was concerned because that is what created the infections in the past. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v675167, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was also reported that since the patient turned the stimulation back on she had not been urinating as much and when the patient would void there was not a lot that comes out. Patient stated that for not going to the bathroom a lot during the day there should be more that comes out. Patient did not think she was emptying her bladder. It was noted that the stimulation was low and she could barely feel it. The healthcare professional (hcp) had been thinking about removing the implantable neurostimulator (ins). The patient had not been using the stimulation therapy since she had bladder surgery with mesh approximately two years prior to this report. Patient saw their hcp on (B)(6) 2013 to discuss removal and it was decided to try using the stimulation therapy again because the patient experienced leakage. While the patient had been using the therapy she had experienced bowel movement issues. It was noted that this was a side effect from using stimulation that was helping some but not great for the urinary condition. It was noted that the patient had a follow up appointment to evaluate therapy usage two weeks from the time of this report. It was noted that at that appointment the decision to remove or not would be made. It was later reported that since the implant patient was still having leakage. It was noted that when the patient used the therapy/device and when she would go to urinate she had small amount of bowel movement and this had been going on since implant. Patient had bladder surgery 3-4 years ago. It was noted that the patient had not usually felt stimulation sensation. Patient was on program 2 at 4v. The patient wanted to turn stimulation off. Patient was able to turn stimulation off. Patient had only used programs 1 and 2 but not others. The patient had no stimulation sensation and ins therapy was not helping and the patient had little tiny bowel movement. Patient never had therapeutic effect. It was later reported that compatibility guidelines were requested for the following: MRI. The patient noted she was going to have her interstim ins removed and wanted to know more about the surgery. The patient had decided to remove it because she was not using it and may want to be able to have an MRI sometime in the future. The patient noted she was (B)(6) and the doctors are telling her she should be able to have an MRI if she has ins removed. The patient asked about general anesthesia and "freezing" it. The patient noted since implant ((B)(6) 2011) the ins had not provided enough symptom relief and had caused other issues. The patient noted she was one of the rare people who has a problem with bowel and constipation as a result of her interstim. The patient noted ins was uncomfortable to sleep with. After they did the interstim, the doctor found another problem. The patient's problem was that she couldn't urinate, she kept having infections. The ins helped but it wouldn't have been enough to cure the problem. The patient noted she had a bulge in her bladder and had a cystaceal, then 2 or 3 years later she had a rectaceal and "I was even better but I got a lot of scarring". The patient noted her doctor had her try her interstim to make sure it was what she wanted to do because maybe in the future she would want to use it.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-33, lot# v675167, implanted: (B)(6) 2011, product type lead. (B)(4).